Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed.

Event description:
Healthcare professional reported right side "perspiration of silicone discovered during explant surgery, and a capsular contracture (baker grade ii). Hard breast, but kept a normal shape. The device has been explanted.

Event description:
Medical professional additionally reported, a rupture. The device has been explanted and replaced.